Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd emerald¿ syringe plunger broke during use when pressed. The following information was provided by the initial reporter, translated from french to english: "use of a 10 ml emerald syringe in the op block the syringe plunger broke when the syringe was pressed. Also, we found a sign (closed padlock) on the body of the syringe".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2003262 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, one emerald pro 10ml syringe was observed with packages for emerald 10ml conventional syringes. It has been concluded that this syringe mix up occurred during the primary packaging process. The machinery had been accumulating emerald pro 10ml syringes, which are single use syringes with a breakable plunger and a closed padlock, one product must have remained within the machinery after line clearance and therefore was introduced to this reported lot.

Event description:
It was reported that the bd emerald¿ syringe plunger broke during use when pressed. The following information was provided by the initial reporter, translated from french to english: "use of a 10ml emerald syringe in the op block the syringe plunger broke when the syringe was pressed. Also, we found a sign (closed padlock) on the body of the syringe".